Event description:
It was reported that the patient presented for in-clinic follow up. An interrogation of the implantable cardioverter defibrillator revealed episodes of post- paced t wave over-sensing. Programming interventions were made. The patient was stable.